Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received engaged with a subject reload. The instrument firing knobs were advanced to the 45 mark and the articulation lever was in neutral position. The firing knobs were fully retracted and the subject reload jaws opened. The reload was then unloaded from the instrument without difficulty. The second instrument was received engaged with a subject reload. The instrument firing knobs were slightly advanced and the articulation lever was in neutral position. The firing knobs were fully retracted and the subject reload jaws opened. The reload was then unloaded from the instrument without difficulty. Functional evaluation of the instruments found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. However, the investigation detected a secondary condition of the instrument firing knobs not being fully retracted that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap anterior resection procedure, the stapler was unable to fire. The instrument made loud cracking noises and the blade would not advance. The reloads were changed to see if they made a difference but none of them fired and in the end they had to change from lap to open case and use another stapler. A bigger incision had to be made in patient to continue the procedure.the surgical time extended was 30 minutes or more due to the product problem. Patient status is unknown.